Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Red status indicator flashing with in date pad-pak.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The device was returned with a reported fault of red status indicator with a pad-pak expiry of 2021. There was no evidence in the history log to suggest a pad-pak was ever successfully installed in the device by the user. There were two log entries recorded, which both occurred while the device was at heartsine. There were no failed self-tests recorded, which is the normal condition under which the red status indicator would be flashing. The returned device performed to specification throughout testing at heartsine. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. All log entries were successfully recorded throughout testing at heartsine, and the status led flashed green as normal throughout. The returned pad-pak was measured and found to be consistent with a pad-pak expiry of march 2021, and would not have cause a self-test failure and therefore a flashing red status led. It is possible that the user had incorrectly seated the pad-pak during installation, or, had installed a significantly depleted pad-pak that wasn¿t returned for investigation, which resulted in insufficient power for the device to perform a self-test, but had resulted in the status indicator flashing red, however, the investigation was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Red status indicator flashing with in date pad-pak.